Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during a routine follow-up there was intermittent oversensing recorded on atrial lead which may be most likely caused by a small insulation break from the lead rubbing against the can in the pocket. The noise can not be recreated with movement. There have been a few times the impedance recorded lower than 200 ohms in the patient diagnostics. There is no further information about the event available at the moment.